Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation.. The device was visually inspected and no defect was found. The receiver will not charge and boot. The receiver is perpetual rebooting. Open receiver, detached ui pcba, and retrieve the receiver download: passed. . Receiver log review: pass-data is outside of the issue window. The complaint conformation is undetermined because of the reported allegation was not found during investigation. The reported event of a loss of connection was confirmed . The root cause could not be determined.